Event description:
Pt in ccu began screaming. Cardiologist and staff rushed into the room. Upon entering room, pt was laying on left side in bed shaking and screaming. She stated she had just been shocked. Review of cardiac showed an episode of torsades and that the life vest had released a shock. The pt was assessed and it was noted that the blue gel packs on the life vest that release prior to delivering a shock had not activated. Life vest was notified. Reports from their end showed the pt was shocked both times she went into torsades, however, the report stated "detected not treated", when in fact the shocks were delivered. A new life vest was placed on the pt by the life vest rep. There were no burns on the pt's back or chest as a result of the gel not deploying during the shocks.